Manufacturer narrative:
.

Event description:
It was reported that during post-implant check of the right ventricular lead, an intermittent loss of capture was observed. A micro dislodgment was suspected. The lead was successfully revised.